Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
Two patients identified in the article were revised approximately ten years post-implantation due to the position of the cup being considered not acceptable for the prevention of dislocation postoperatively.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Two patients identified in the article were revised approximately ten years post-implantation. During the liner exchange, the shell was also revised because the position of the cup being considered not acceptable for the prevention of dislocation postoperatively.